Manufacturer narrative:
Lot number - 19a017 and 19c003. Two single-use devices were received for evaluation outside of their original packaging. Visual inspection revealed that the fillport cap of both devices was missing. The reported condition was verified. Since the samples were not returned in their original unopened primary packaging, the cause of the missing fillport caps could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the ¿sterility cap¿ of two large volume infusors was missing. This was identified prior to patient use. There was no patient involvement. No additional information is available.